Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that wearable overpatch adhesion issue occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient was in the shower and didn't noticed that his wearable came off. The patient started to experience hyperglycemia and felt nauseous, dizzy, shaky and vomiting. There were no cgm readings on the phone, he took himself to the hospital and called 911. The nurse tested his blood glucose it was 400 mg/dl and the app says sensor not found. The patient was treated with insulin, reglan (anti- nausea medication) and other medications. The patient was admitted for 3-5 days. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction h2 correction h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient was in the shower and didn't noticed that his wearable came off. The patient started to experience hyperglycemia and felt nauseous, dizzy, shaky and vomiting. There were no cgm readings on the phone, he took himself to the hospital and called 911. The nurse tested his blood glucose it was 400 mg/dl and the app says sensor not found. The patient was treated with insulin, reglan (anti- nausea medication) and other medications. The patient was admitted for 3-5 days. At the time of the report the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 10/1/2025.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient was in the shower and didn't noticed that his wearable came off. The patient started to experience hyperglycemia and felt nauseous, dizzy, shaky and vomiting. There were no cgm readings on the phone, he took himself to the hospital and called 911. The nurse tested his blood glucose it was 400 mg/dl and the app says sensor not found. The patient was treated with insulin, reglan (anti- nausea medication) and other medications. The patient was admitted for 3-5 days. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that on the alleged date of incident, (B)(6) 2025, the app was not in an active sensor session. However, it was found that the app was in an active session the previous day, (B)(6) 2025. The estimated glucose values were above the high alert threshold (270 mg/dl) with intermittent signal loss for 5 minutes, and the app delivered high alerts from 02:33 am to 03:24 am at 0% volume as the app was set to silence all quiet mode from (B)(6) 2025 at 09:44 pm to (B)(6) 2025 at 03:44 am. After the quiet mode duration ended, the app delivered high alerts at 10% volume from 04:03 am to 04:38 am. No alerts were acknowledged during this time. From 04:43 am to 06:28 am, the app experienced temporary sensor error, but did not deliver alerts as these alerts were disabled. At 06:33 am, the sensor failed and the app delivered a sensor failed alert at 0% volume as technical alerts were set to vibrate. At 07:09 am, the sensor failed alert escalated to 100% volume and the alert was acknowledged immediately. No additional data is present. No additional patient or event information is available.